Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 500 something mg/dl, 200 something mg/dl, 366mg/dl, 169mg/dl. Tests were done within <10 minutes with a difference of 52%. Pt did not experience any adverse events. No further info has been reported.